Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing, impedance calibration testing, defib/pacer testing, bench handling and defib cycling without duplicating the customer's report. A review of the device log suggests this message was triggered due to the device operating on a minimally charged battery. However, x series logs do not record battery voltage at start-up for during charge events. The battery was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.